Event description:
On july 13, 2008, the lay-user/patient contacted lifescan (lfs) alleging that one touch ultrasmart meter is giving an apply sample message. The patient tests his blood glucose twice per day and controls his diabetes with pills, diet and exercise. The patient indicated that the reported issue began approximately during 2007. The patient did not take any action in regards to diabetes treatment as a result of the reported issue. Sometime after the reported issue began, the patient developed symptoms described as "tired, light-headed and going to the restroom a lot." On eight days prior to original date, the patient sought medical advice/assistance from healthcare provider. The patient obtained a blood glucose reading in the "200 mg/dl" range and was advised to take 500 mg of metformin twice per day. It would have been helpful to know if the patient was able to test his blood glucose after the reported issue began, if the reported symptoms of "tired, lightheaded and going to the restroom a lot" are symptoms the patient has from time to time or are the reported symptoms as a result of the reported issue of "apply sample," the time and date of when the reported symptoms began, what if any lfs meter readings the patient obtained prior to and during the reported symptoms, and if the patient felt better after the medical intervention. During troubleshooting, the customer care advocate corrected the patient's testing technique and the reported issue was resolved with training. This complaint is being reported because the patient had symptoms that could be suggestive of hyperglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received it. If the lfs product is returned, lifescan will evaluate it and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.